Event description:
It was reported that the #2 key on a pump keypad is inoperable. It was also reported that this was observed during testing and there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The device eval confirmed the #2, #4, #5, #6, #7, #8, #9 and ( . ) keys to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #2 key will occur following the selected key's function (e.g. Hen the #1 key is pressed 12 will be displayed. When in a alphabetic mode and the abc key is selected, ad will be displayed interfering with the (B)(4)). The failed keypad was replaced. Baxter has initiated a CAPA to further investigate the issue.